Event description:
The user has been experiencing intermittent sound with the device in the past few months, which is now persistent: sound is heard only when pressure is applied on the audio processor. There is no report of any accident or trauma reported. No bci lifts were used during implantation. New information received on 12-jul-2019: the user reports that the now the implant stopped working (previously intermittent). Further, the user does not detect any sound when the device was stimulated directly. Re-implantation is considered and will be discussed with the user. Despite requested currently no further information regarding the next steps have been received.

Manufacturer narrative:
According to the received information from the field, a technical device failure seems likely. However, to determine an exact root cause an investigation on the explanted device would be necessary. Re-implantation is considered but no date has been made available yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been experiencing intermittent sound with the device in the past few months, which is now persistent: sound is heard only when pressure is applied on the audio processor. There is no report of any accident or trauma reported. No bci lifts were used during implantation. Additional device testing is planned and if needed a CT scan will be considered.